Manufacturer narrative:
The full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was ex trinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant. Analyst noted that according to the finding and the anomalies described in the event and due to the length of implant, it is likely that the extrinsic insulation breach observed during analysis occurred at implant and it is likely the cause for the electrical complaint of high thresholds. Visual inspection found outer insulation cut and blood ingress on proximal conductor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.